Manufacturer narrative:
It was reported that the white introducer tube from three (3) mynxgrip vascular closure devices was not shuttled down when deployed, the sealant was still in the tube. The product was stored as instructed per labeling. The remaining unused devices from the same lot number will be returned. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock open. The sealant and advancer tube were found in their manufactured position as received. The procedural sheath and the syringe were not returned with the device. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock per mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock. No damages or anomalies were observed. A device history record (DHR) review of lot f1812003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube not present¿ was not confirmed through analysis of the returned devices since the advancer tubes were present in the devices and were visible after functional analysis. The root cause of the reported incident or why the shuttle down step could not be completed could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issues reported. However, handling factors are possible since functional analysis was successfully performed with all devices received. The returned devices performed as intended per the mynxgrip IFU. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review nor the product analyses suggest that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. This is one of three products involved with the reported event and the associated manufacturer report numbers are 3004939290-2018-00687, and 3004939290-2018-00688.

Event description:
It was reported that the white introducer tube from three (3) mynxgrip vascular closure devices was not shuttled down when deployed, the sealant was still in the tube. The product was stored as instructed per labeling. The remaining unused devices from the same lot number will be returned.